Event description:
As nurse was taking device out of manufacturer package, it was observed that tubing had been crimped. It appeared that tubing would not permit medication to flow. Nurse obtained another unit which worked properly. There was no actual contact with patient.the manufacturer will be contacted.